Event description:
Customer reported receiving an error 3 message when a test strip was inserted in their freestyle freedom meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Retain sample testing on the complainant strip lot has confirmed a manufacturing issue, resulting in error 3 messages, when these strips are used with freestyle freedom meters. Testing concluded that not all strips in affected vials are impacted.